Event description:
During planned extubation the ett could not be withdrawn. Cuff deflated x2 and still could not withdraw. Cut line to port used to inflate and then withdrew ett. Balloon still had some air in it. The tube was found to be pinched between the ett and the bite proof bite bock.